Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charger did not power the device despite use of multiple outlets, and correct placement of the ilet on the charger without the clip was verified; a replacement charger was shipped. Symptoms included no reported blood glucose impact. Outcomes included no reported alerts, alarms, or medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed a charger not charging as reported by the user, and the user later reported that the original charger was not available to return. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.